Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. The blood glucose level was unknown. The product will return for the analysis.